Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 03-jul-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00351 and 3008114965-2023-00352. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was already detached from the delivery system and it was not returned for evaluation. The delivery wire component was inspected under the microscope. It was observed to be kinked and slightly stretched at the distal portion. No other damages were observed. The issue reported regarding a stent being impeded could not be evaluated through functional test; the stent must be still attached to the delivery wire and inside the introducer tube to perform the functional analysis. However, the returned condition of the delivery wire suggests that it may have been subjected to certain manipulation during the stent advancement, resulting in the strong resistance felt, causing the delivery wire damage as observed. Nevertheless, this remains speculative, and the root cause of the resistance remains unknown due to the lack of components returned for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7212910. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00351 and 3008114965-2023-00352. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7212910) was placed in the target position via a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). When half of the stent was released, the stent was impeded in the tip of the microcatheter and could not be released. The physician removed the microcatheter and the stent from the patient¿s body and switched to new devices to complete the procedure. The patient was reported to be in stable condition at the time of the complaint initiation. There was no negative patient impact reported. On (B)(6) 2023, additional information was received. The information indicated that the nothing unusual was noted about the system prior to use. A continuous flush had been maintained through the microcatheter. There were no visible kinks or other damages noted on the microcatheter. The information indicated that the physician removed the stent and the microcatheter from the patient¿s body, switched to a new stent, another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device of the same catalog number (enc452200), and the replacement stent went through the same microcatheter without issue. There was no allegation of any patient injury or adverse event. The reported event did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7212910. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00352. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.